Manufacturer narrative:
The affected device was examined in the repair shop and the log file was made available for further investigation. The log file entries confirm several restart events of the device on (B)(6) 2023. A defective pcb cpu was identified by the service technician as the cause of these restarts. During a restart, the display of the device goes dark. The evita opens the airway system to the environment during a restart to allow spontaneous breathing. The restart is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previously set parameters. Immediately after the restart of ventilation, a "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. The unit has behaved as specified and responded to a deviation with a warm start, notifying the user with audible and visual alarms. In the present case no harm to the patient occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that several restarts of the device have occurred. The user reported that there was no damage to the patient.